Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) inspected the system, and the universal surgical manipulator (usm) cap was not broken. An isi product has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an unknown da vinci instrument wrist was not straight when removing, and in the process, fragments had fallen into the patient. All fragments were retrieved, and they were able to complete the procedure. The reporter did not provide a name or product number for the instrument.